Event description:
It was reported the patient was unable to establish a connection using the ipg. As such, a company representative met with the patient for troubleshooting and saw the message "system problem", "the system encountered a problem. Contact sjm if this problem persists system problem", "the system encountered a problem. Contact sjm if this problem persists. " as such, the representative dismissed the message and was able to recover the ipg. The representative then reprogrammed the system and effective therapy was restored.